Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use.

Event description:
On 10/20/2022, it was reported by a sales representative via email that (2) ar-1360c biocomposite interference screw had an issue with the threading that did not allow the screw to advance. It was difficult to tell if two independent threads were joined or if the first thread were smaller than normal, would not engage. This was discovered during a procedure on (B)(6) 2022. Additional information received on 10/21/2022: this was discovered during an mcl procedure and was completed by fixating an onlay using an ar-2324bcc-2 bio composite swivelock instead of inlay with the interference screw. Additional information requested